Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: cervical and theoretic -this report references the patient's cervical ipg. It was reported the patient's ipg (cervical) reflects a "low battery, stim is off" error message. The patient is also without stimulation coverage. The patient stated his re- charging time had also increased prior to the issue. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was reportedly restored post-operative.